Event description:
It was reported to boston scientific corporation in 2009, that a corflo cubby dual port standard balloon was used during a replacement procedure. According to the complainant, about 10 days after procedure, the balloon was ruptured and came off. The procedure was completed with another corflo cubby dual port standard balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.